Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was determined to be due to damage in the modular cable and within the inline connection of the pump cable (refer to modular cable and pump investigations). Review of the submitted log files revealed sustained driveline power and communication fault alarms throughout the combined log files. The controller (B)(6) was observed to be disconnected for controller exchange on 24mar2026. The submitted log file from controller (B)(6) revealed sustained driveline power and communication fault alarms indicating the alarms persisted following the controller and modular cable exchange. The alarms did not prevent the system controller from supporting the pump as intended while the driveline was connected. No other notable events or alarms were observed within the reviewed relevant durations of the log files. The system controller (B)(6) returned for analysis and passed all functional testing without issue. The system controller was connected to a mock circulatory loop and ran for an extended period of time without issue or alarm. Damage to the underlying wires on the modular cable responsible for the communication signal and power was found. Corrosion within the inline connection was also observed and was determined to be the root cause of the driveline communication fault alarms and damage to the underlying wires of the cable. No issues with the returned system controller were observed. Provided information indicated that the patient was seen in clinic on 23mar2026 to permanently silence the driveline communication fault alarm. The modular cable was exchanged due to the alarms and corrosion within the modular cable inline connection alongside the event system controller (B)(6). It was reported that the alarms persisted until the pump cable inline connection was cleaned on 01apr2026. The root cause of the reported alarms determined to be corrosion within the modular cable and the pump cable inline connection and could not be correlated to an issue with the system controller. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that corrosion was cleaned from the pump cable connector on 01apr2026. No further driveline fault alarms post cleaning procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication alarm on their system controller. Log files were sent for review. The periodic log file indicated that a driveline power fault alarm flag was active on (B)(6) 2026. The event log file data indicated that the driveline power fault alarm flag was associated with degradation of continuity across the power b conductor. The event log file then recorded a driveline communication fault alarm flag associated with (f20) com_b_fault controller fault flag on (B)(6) 2026 at 22:16:12. Patient was seen in clinic on (B)(6) 2026 to permanently silence the driveline communication fault alarm. The modular cable and controller were exchanged. The inside of the modular cable connection had visible corrosion and debris. Log files after the controller exchange were sent for review. The event log contained various alarms associated with the controller swap. Following these initial alarms the pump resumed the programmed set speed with active communication and power faults. It was noted that the most recent current sensing values did appear to normalize indicating the equipment swap appeared to have temporarily resolved the power faults. At this time, tech services recommended permanent silence of both alarms until they could schedule date for a cleaning.